Manufacturer narrative:
Correction to g2: health professional was inadvertently selected. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope underwent three cultures and three rounds of manual and machine washing, but still tested positive. The customer suspected there may be a small crack or tear in the inner channel. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found that water tightness was lost due to a crack on the scope cover, the scope body was cracked, the suction cylinder was discolored, the grip was deformed, the bending angle in the down/left direction did not the meet the standard value, the light guide lens was chipped/cracked, the bending section cover adhesive was detached, the universal cord was buckled and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.